Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2016. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on unknown date and unknown mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems and recurrence.

Manufacturer narrative:
(B)(4). It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.